Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The product was returned for analysis and the reported complaint was not observed. Additional observations were as follows: iol was returned in the iol case inside the product carton. Solution is dried on both surfaces of the optic and haptics. One haptic is in a folded position adhered to the optic with solution. The other haptic's tip is adhered to the optic with solution. No damage observed to the lens. No root cause identified as the reported complaint " damaged iol" was not observed. The returned iol shows evidence of possible handling by the customer due to the presence of solution and. Haptics shows that the iol has been folded. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A administrative for a healthy group reported a damaged lens during an intraocular lens (iol) implant procedure. It is unknown if there was patient contact but there was no reported patient harm. Additional information has been requested.